Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was performed and showed that the allegation against this programmer was not confirmed. Although external visual inspection showed signs of wear to bottom, rear housing, and stylus. The programmer passed electrical testing.

Event description:
Boston scientific received information that the field representative was getting a static shock from the programmer. The shock was just minor before but was getting worse. The field representative also saw an arc on the programmer and did not use the unit again. The programmer was repaired. There was no patient involvement reported